Manufacturer narrative:
Per discussion between the medtronic rep and the surgeon, it was acknowledged that there could have been frame movement and that the pt's anatomy was very challenging. A software investigation showed the system to be accurate and the cause of the inaccuracy to be frame movement caused by the user and not a malfunction of the device. There were no further issues.

Event description:
A medtronic rep reported that during a spine surgery, the surgeon said that two sextant screws were placed in the pedicle at an angle different from what he expected. The pt had asymmetrical anatomy (pedicles on one side thicker than the other, 15 degree angle of vertebral bodies) and that the screws were in the pedicle but not in the intended position. They used the o-arm for the case and did one pre-op spin. Confirmed that all instruments were displaying the same alleged inaccuracy. The doctor removed the screws and did another spin. He placed screws in the other side using a legacy driver without issue, did the interbody work, and then replaced the screws that he had removed. The case completed successfully.